Event description:
User of thermometer hospitalized his son after taking his temperature. One hospitalized, the child suffered a febrile seizure. The father claims that the temperature reading in the hospital varied greatly from the thermometer reading.